Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified through quality and production testing. The attachment maximum temperature while free running with coolant spray off was 96.2 c. This temperature was reached after 2 minutes and 12 seconds of free run testing and then attachment stopped working. Maximum temperature for the attachment head exceeded maximum allowable temperature standards during free run testing. The attachment was then disassembled and microscopically evaluated. Bur end bearing retainer was completely destroyed. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Significant debris was observed inside the cap cavity. Debris was also observed within the head cavity and inner components. All components looked dry and slightly corroded with no evidence of lubrication.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.